Manufacturer narrative:
The review of the complaint history database, revealed no trends for the lot number 8877096. Checking the quality database revealed three non-conformities on this issue. Similar cases study was done, same item number, same defect over last four years, 2 similary cases were found. Furthermore an update of the production monitoring sheet concerning the gluing step was implanted. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risk identified are still acceptable and considered as safe.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required explantation due to a break. The lumen lock end of the stiffener for the device broke off on removal (white cap), leaving the stiffener in the device and thus in the patient. Anatomical forceps were used to grasp the stiffener and the device was moved inwards, allowing it to be removed. No other adverse patient effects were reported.